Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion were encountered. After predilating a severely tortuous and 95% stenotic right coronary distal lesion with an acqer balloon, the taxus express2 8.8% 2.50 mm x 20 mm drug eluting stent would not cross the lesion. The physician then withdrew the stent from the pt, with the intention to use a balloon to pre-dilate again. During withdrawal, the stent caught on the guiding catheter. Upon visual inspection, the physician found that the stent was damaged after withdrawn. No pt injuries or complications were reported. The pt's status is reported to be "ok."